Event description:
Was inserting and IV with a braun 20g introcan IV catheter, I inserted it into the patient, got a blood return, could not advance the catheter the entire way, so I pulled the catheter out, the needle was through the side of the catheter (like a y).